Manufacturer narrative:
Additional information received has clarified that the device involved with this incident is not manufactured by bd. This complaint and its associated initial MDR, (MFR report # 3003152976-2021-00156), can therefore be disregarded.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of the injector and mating component, and leakage. The following information was provided by the initial reporter: material no: 515052. Rn was called into inpatient room during chemo infusion and was notified line to patient had become disconnected resulting in a chemo spill on the patient's bed. Patient was being infused with mtx. Point of disconnection occurred with valve and the phaseal optima injector and connector as one unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of the injector and mating component, and leakage. The following information was provided by the initial reporter: material no: 515052. Batch no: unknown. Rn was called into inpatient room during chemo infusion and was notified line to patient had become disconnected resulting in a chemo spill on the patient's bed. Patient was being infused with mtx. Point of disconnection occurred with valve and the phaseal optima injector and connector as one unit.